Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic. Upon review, it appeared that there was false recording pauses and the implantable cardiac monitor was undersensing r-waves. Programming changes were suggested. The patient was stable.